Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the harmonic ace instrument involved with this complaint. And completed the device evaluation. Failure analysis confirmed, the customer reported issue. Visual inspection of the harmonic ace instrument found the teflon pad to be damaged on the clamp arm. A piece measuring 0.053" x 0.115" in length was not returned with the instrument. The curved blade does not exhibit any cracks or breakage.

Event description:
It was reported, that during a da vinci-assisted surgical procedure. The jaw closure of the harmonic ace instrument was displaced. There was no report of fragment(s) falling inside the patient. The customer replaced the harmonic ace instrument with a back-up instrument of the same kind. And completed the procedure with no reported injury. On (B)(6) 2021, intuitive surgical, inc. (Isi) obtained the following additional information regarding the reported event: the instrument was reportedly, inspected prior to use, and no issues were noted. The surgeon was cutting tissue at the time of the event. There was no instrument collision. And it was confirmed, no fragments fell inside the patient during the procedure. There is no video recording of the procedure.